Event description:
When the probe was being removed from the patient's kidney, the end of the probe split and a sliver of metal from the distal end of the probe was retained by the patient. At the time the surgeon chose not to remove the piece of metal because he was concerned that he would loose access to the patient's kidney since the guidewire and safety wire had already been removed. The injury reported in this case is the retained foreign body which has not, since november 10, 1992, caused the patient any harm nor has return for subsequent surgerydevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: unknown. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.